Event description:
On 13jun/2022, it was reported this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the peritonitis was caused by a malfunction or product deficiency with fresenius products. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2022 the patient was experiencing abdominal pain and difficulty draining pd effluent. Later the same day, the patient was seen in the outpatient pd clinic where it was confirmed the patient was unable to drain at all from the pd catheter (not a fresenius product). At the clinic, the patient¿s pd catheter was heparinized, but the catheter continued to malfunction. As a result, the patient was subsequently admitted to the hospital ((B)(6) 2022). Per the nurse, the hospital pd culture results are not available, but it was indicated the patient was diagnosed with peritonitis. While hospitalized, the patient had the pd catheter treated for fibrin and continued pd therapy. Additionally, the patient received antibiotic therapy (details unknown). On (B)(6) 2022, the patient was discharged home continuing pd treatments with the same cycler without further reported issues. The patient is recovering from the peritonitis event. Per the nurse, the patient denied having had a breach in aseptic technique. Additionally, the nurse confirmed there were no issues with fresenius products in relation to this event. The cause of the event remains unknown.